Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7070162.

Event description:
It was reported that the implantable pulse generator (ipg) had become superficial and the lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced, and the pocket site was relocated. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility. No device malfunction was suspected.